Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/2/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prothesis, which was ultimately filled to 500ccs. Post procedure, deflation and baker¿s grade ii capsular contracture was reported. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately < 0.1 cm within a crease, and an area of shell abrasion located on the posterior aspect. No other anomalies were discovered. The complaint of deflation was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 475cc saline prothesis, catalog #3501680, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prothesis, which was ultimately filled to 500ccs. Post procedure, deflation and baker¿s grade ii capsular contracture was reported. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 475cc saline prostheses was performed on (B)(6) 2018.

Manufacturer narrative:
On 11/28/2019, mentor became aware that previously-submitted psr reference numbers 1645337-2018-04682 and 1645337-2018-04711 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Manufacturer reference number: (B)(4).